Manufacturer narrative:
The manufacturer conducted a documentary review of risk analysis. Without returned product and reference/batch number, it is not possible additional documentary review and to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
Port was implanted on (B)(6) 2022 for the purpose of chemotherapy delivery. Thrombosis in or around the catheter was diagnosed on (B)(6) 2023. The port was removed on (B)(6) 2023.